Event description:
Per dealer, valve operator is sticking on a irc5po2 concentrator. Per independent repair center statement, unit is alarming or red light. The valve operator has loud discharge then sticks. The key failure is 4-way valve of valve operator sticking.